Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore the power supply was replaced. The programmer than passed functional and systems tests and no other anomalies were found. Concomitant products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no indication given that there was any patient involvement associated with this event.

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software anaylyer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.